Event description:
Reportable based on device evaluation completed on (B)(4) 2014. It was reported that insertion difficulties through guide/ introducer sheath occurred. The target lesion was located in the biliary tract. A 10 x 68mm x 100cm wallstent-uni endoprosthesis was selected for use but was unable to be inserted through the introducer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed outer sheath and stent damaged.

Manufacturer narrative:
Date of birth: 1930. Device evaluated by MFR.: initial examination of the device found that the tip was not visible. It was noted that the distal end of the outer sheath where the distal ro markerband was positioned was compressed. Slight bending of the stainless steel shaft was also noted. During analysis it was possible to insert the device through a 7fr introducer sheath. Measurement of the outside diameter (od) found that the compressed section of the shaft was out of specification based on the nominal catheter od per wallstent uni product specification. All other measurements taken along the catheter were observed to be within specification per wallstent uni product specification. During analysis when an attempt was made to retract the outer sheath to verify that the tip was attached to the device, the outer sheath broke at 7mm distal to the t-bar connector and the outer sheath could not be retracted. The outer sheath was dissected longitudinally and the inner with tip attached was withdrawn. It was noted that the stent was kinked in its mid section. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).